Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): upon review of additional information received, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information:according to the doctor, the device did not cut or staple due to the thickness of the patient's tissue.

Event description:
It was reported that during an unknown procedure, the patient had very thick tissue. The doctor used the stapler and it did not staple. The surgeon decided to replace the device with an endocutter. Unknown how case was completed. There were no adverse consequences for the patient.

Event description:
.